Event description:
Received info the pt was experiencing allergic reactions to the implantable neurostimulators. The kinetra was originally implanted in the infraclavicular area on the right side. Less than two years later in (B)(6) 2009 a revision was done and the device moved to a new pocket because of red skin and signs of inflammation. On (B)(6) 2010 the ins was explanted due to upcoming perforation of the skin and replaced. The new ins was implanted in the right abdominal area. Reference MFR report #3004209178201010353 for info regarding the ins implanted in (B)(6) 2010.

Manufacturer narrative:
(B)(4).